Event description:
During procedure in cath lab, thumb of glove tore. No blood work was done. Dr ordered 1gm of ancef for the patient because the glove tore. Antibiotic was given to the patient during the procedure while they were still on the table.